Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 589 mg/dl at the time of the incident and other blood glucose value was 592 mg/dl, 570 mg/dl and 560 mg/dl. Customer was treated with insulin pump. Customer also reported that the insulin pump had unexpected restart and a cold reset was performed error. Customer able to complete rewind. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.